Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button and pressed the wake button multiple times to resolve the issue. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.